Event description:
The endo tech reported that the circulating nurse noticed the drapes had droplets of a blackish gray substance/fluid coming from the battery pack of the strykeflow 2. She grabbed it and disposed it in a red bag. She opened the battery pack and noticed one of the batteries was extremely corroded. She disposed of it and washed her hands. The nurse is okay. The patient was never contacted and was not in harm; only the corner of the drape was contacted. There was no delay in the procedure. The hospital will file the investigation.